Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 22 august 2019 for MDR reportability. On (B)(6) 2016, the patient underwent left knee arthroplasty due to osteoarthrosis and pain. The surgeon reported no intraoperative complications and patient was transferred to recovery in good condition. All attune components, and two smartset cements were utilized in the procedure. On (B)(6) 2016, the patient underwent a left knee revision due to pain and condylar fracture. The surgeon indicated there was obvious loosening of the medial femoral condyle with the fracture, and complete failure of the ligamentous medially. Some motion was noted at the femoral component, the surgeon did not specify the source of the motion. He noted the patella was pristine, and there were no complaints noted against the tibial component. The surgeon reported no intraoperative complications. Depuy smartset cement x 2 were used in the procedure. All other competitor components were utilized. Doi: (B)(6) 2016. Dor: (B)(6) 2016, (lf knee).